Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the first surgery for pertr. Was performed with a long gamma nail on (B)(6) 2017. Patient came in with pain and non-union. Removal of the nail - mibi samples were collected for the exclusion of infection (there was no infection found). Reosteosynthesis on (B)(6) 2017 with pseudarthrosis removal, allogenic spongiosaplasty, open reduction and cable cerclage and cable and special nail t2. 13 mm diameter, 400mm in length, 125 ccd.